Event description:
Four patients after their mr exam showed an artifact in the same location that might have been misinterpreted and resulted in unneeded surgery. However, no patient went to surgery due to this artifact. This artifact was only seen when using the additional feature known as smart scan in combination with the comfort zone, camera, accessory.

Manufacturer narrative:
Eval method: the investigation is still ongoing on this event. The system will require detailed testing and will take longer than the 30 day time frame to complete this investigation. When the investigation is completed a follow-up report will be sent to the FDA.